Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5053850 / 7035600.

Event description:
It was reported that the patient was experiencing pocket pain. The patient underwent a revision procedure wherein all devices were explanted. No device malfunction was suspected. The explanted devices were not returned.